Event description:
In march 2006 the lay reporter contacted lifescan alleging that the lay pt's one touch basic enhanced meter would not turn on. In march 2006 the medical affairs specialist (mas) spoke with the pt to obtain/verify information. The pt said the reported meter had not turned on for about two weeks. He had continued to attempt to test with the meter and was unable to obtain results due to the power issue. He continued to tak ehis usual dialy fixed dose of 70/30 insulin: 25 units each am and pm. Two days after the meter stopped working he felt weak, was nauseated, and vomitting. His brother called ems. Emt's obtained a result of 669 mg/dl on the ems device. The emt's gave the pt "a shot"; the pt did not know what type of shot he received. The emt's too the pt to the ER where a result of 669 mg/dl was obtained on the ER device. The pt was admitted to the hospital for one week with a diagnosis of hyperglycemia. The pt's doctor told him that his blood glucose got too high. The pt alleges he was unable to test to see if his blood glucose became higher. The pt told the mas his doctor has told him to call her when his meter result is 400 mg/dl or higher. The customer service agent (csa) confirmed that the meter batteries were less than 1 year old and correctly installed. The battery products were in good condition. The csa walked thr pt through pressin ghte power button and the meter did not turn on. The meter, test strips, and control solution were replaced. The complaint is reported as an adverse event cause the pt was unable to test his blood glucose level with the product and became hyperglycemic.